Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative, following up with the site replaced the gantry motion controller. After replacing this component, the medtronic representative was unable to validate the home position on the imaging system. The medtronic representative then replaced the position motion controller to resolve the issue. The medtronic representative performed an imaging system check-out, all areas passed after the replacement of the gantry motion controller and position motion controller. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The gantry box and position control box were returned to the manufacturer for analysis. Both components were installed on a test imaging system and ran without issue. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that during a spinal fusion procedure the gantry of the imaging system continued to move up after the "up" button was released on the main pendant. The medtronic representative reported the gantry moved up approximately 20 centimeters after releasing the button. The surgeon completed the procedure with the use of the imaging system and navigation system. There was no impact on patient outcome.